Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a procedure the navigation system exited unexpectedly. Rebooting the system resolved the issue and the site continued the procedure. The procedure was completed with the use of navigation. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
Additional information: patient information was declined by the site surgeon. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.